Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements. Technical services (ts) was consulted and troubleshooting recommendations were discussed. To date, no remedial action (i.e., commanded shock testing) has been taken. No adverse patient effects were reported. This product remains in service. Additional information received from the health care professional (hcp) on 12-jun-2025 indicates synchronized shock testing was performed, one at 1.1 joules and the other at 41 joules. After the second 41 joule shock, system impedance was greater than 125 ohms. Ts was consulted and noted the high impedance value recorded during a true shock delivery likely indicates a lead coil calcification. Therefore, consideration of a new tachy lead implantation was recommended. Besides the synchronized shock testing, no other adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements. Technical services (ts) was consulted and troubleshooting recommendations were discussed. To date, no remedial action (i.e., commanded shock testing) has been taken. No adverse patient effects were reported. This product remains in service.